Event description:
Per the clinic, it was reported that the electrode had extruded into the external auditory canal. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.